Event description:
The patient presented with hepatitis c, thrombasthenia, and intractable ascites. A gore viator endoprosthesis was advanced and successfully deployed. Approximately 3 cm of the lined portion of the graft was positioned in the portal vein. The patient was released from the hospital. The patient later returned to the hospital experiencing signs of a liver infarction. Ten days post implant; the patient expired from hepatic failure. The physician reported due to the patient's comorbidities, the patient may not have been a good candidate for the procedure. The physician reported the device did not cause or contribute to the patient's death.